Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive around objective lens was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a pinhole on bending section cover, water tightness was lost; adhesive on bending section cover had a chip; right/left lever had a crack; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video connector had a crack; video connector was deformed; light guide connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had curved rubber leak. The device was returned for evaluation. During the device evaluation, the adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.